Event description:
It was reported that the patient experienced elevated glucose attributable to a kinked infusion cannula and had been entering false meal announcements; the patient was advised that false meal announcements are not recommended and acknowledged the guidance. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alarms reported. Investigation included review of the reported event details and cross-reference to a related case concerning the kinked cannula. Investigation of this case revealed a user-related behavior of false meal entries and a device use issue involving a kinked infusion cannula leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and infusion set kinking resulting in interrupted insulin delivery.

Manufacturer narrative:
Initial.